Manufacturer narrative:
Lead: model 3986a, serial # (B)(4), implanted: 2009 (B)(6), explanted: unknown. Lead: model 3986a, serial # (B)(4), implanted: 2009 (B)(6), explanted: unknown. Extension: model 3708260, serial # (B)(4), implanted: 2009 (B)(6), explanted: unknown. Programmer: model 37743, serial # (B)(4). Recharger: model 37752, serial # (B)(4).

Event description:
Follow up information received indicated that the patient had received assistance from their healthcare professional (hcp) and company representative but the issue was not resolved. She stated that the device had helped her "a lot" and just wished she could get the few problems resolved. She was still working with their hcp and the company representative to resolve their issues. If additional information is received, a follow up report will be sent.

Event description:
It was reported that the patient requires recharging of the implantable neurostimulator more frequently and increasing the stimulation to assist with symptom control. A decrease in therapeutic effect and headaches were reported. The patient stated she had fallen in the past year. Additional information has been requested, but was not available as of the date of this report.